Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected normal sinus rhythm with premature atrial contractions as atrial fibrillation (af) episodes. The device remains in use. No patient complications have been reported as a result of this event.